Event description:
It was reported that the wound issue is resolved.

Event description:
It was reported that the patient had fallen, creating a wound issue at the ipg midline incision site. The patient was seen in clinic on (B)(6) 2018 and the incision was noted to be scabbed over. The physician applied dermabond and steri strips to treat the wound. On (B)(6) 2018 during a routine appointment, wound assessment was performed and it was noted that patient's entire ipg was visible. The whole system was explanted on (B)(6) 2018.